Event description:
It was reported that during a laparoscopic assisted colectomy procedure, the device fell apart at the connection. All parts were retrieved from the pt. It is unk how the case was completed. There was no pt consequence.